Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during coil embolization procedure, the 3rd coil (subject device) was difficult to advance into the microcatheter and stretch was confirmed. The subject coil was reliably retrieved with a snare device and the procedure was finished. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization procedure, the 3rd coil (subject device) was difficult to advance into the microcatheter and stretch was confirmed. The subject coil was reliably retrieved with a snare device and the procedure was finished. There were no clinical consequences to the patient.